Manufacturer narrative:
No product information was provided in order to perform evaluation.

Event description:
It was reported that a caregiver allegedly injured their back while transporting a stryker bed. This allegedly resulted in a slipped disk, a hip injury, and development of arthritis. The complainant is not willing to provide any additional information at this time.